Event description:
Customer's spouse reported via phone call that insulin pump experienced vibrate anomaly. Customer's blood glucose was 251 mg/dl. During troubleshooting, insulin pump failed vibrate test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken vibrator motor wire. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.